Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this was part of full system extraction today due to infection. This was done at (B)(6) hospital in (B)(6) by dr (B)(6). This previously capped lead was protruding out of his device pocket which caused the infection. Lead was implanted on (B)(6) 1992 and was capped on (B)(6) 2004. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).